Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella cp was inserted in a patient for a high-risk cardiac procedure. The impella cp started in auto mode, but both the max and min values were 0.0, so the team was thinking that something was wrong. The position was checked using echocardiography and fluoroscopy to make sure it was not getting caught on the chordae tendineae, and it was confirmed that the left ventricular volume was adequate. Although the pump was pushed and pulled to change its position, the pump flow rate did not increase. The suction alarm continued to sound, and the motor current consumption value did not increase as usual and was around 200. (The exact p value is unknown, but it seems to have been raised to around p6-8.) Taking into consideration the patient's hemodynamics, the impella cp was replaced with a new one and inserted it in the same location. The new cp worked without any problems. No harm was reported. There were also some strange phenomena, such as no left ventricle waveform even at p4 or above, and the position waveform appearing as a left ventricular pressure waveform even though it was still within the aorta.

Manufacturer narrative:
The investigation for low pump flow has been completed. During implant procedure, when pump was turned on, both the max and min values were 0.0 despite echo showing proper positioning. No lv waveform even at p4 or above, and the position waveform appearing as a left ventricular pressure waveform even though it was still within the aorta. Troubleshooting efforts yielded no success and the pump was exchanged for a new one which was successful and had no issues. Data log review showed no mc spike and ps lower than expected. Flows hovering at 0l/min. When at p-9 to start the case, the pump was in suction with mc at 212ma. For the pump to calculate flow rate at p-9, it is expected the mc be no lower than 470ma, which explains why the flows are listed at or near zero as the pump is unable to compensate for a blockage. The pump was returned and inspected. Biomaterial was found wrapped around the impellor blades. The cause of the low pump flow was most likely biomaterial due to biomaterial found wrapped around the pump and data log review showing lower than expected mc values at p-9 indicating flow blockage.